Event description:
Provider alleged manifold valve is leaking.per independent repair center statement, the unit was low o2 or yellow light. The key failure was manifold valve is leaking. Additional malfunctions were manifold were leaking, pe valve on sieve beds and ty wrap on seive beds were defective/leaking, ty wrap on sieve beds were leaking and home fill port on base were leaking.